Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. In addition, top cover deformed, and a lamp life over 500 hours were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The customer tried four different scopes and attempted to dry off the scope connector; however, the issue persisted. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8. Please see updates to d8, h4, h6 and h10. D8: during the device evaluation, it was identified that a non-olympus lamp was used in the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this event was unable to be identified, as the b30 error was unable to be duplicated during the device evaluation. Olympus will continue to monitor field performance for this device.